Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door had failed. The field service engineer (fse) found door failure was caused by oxidation on the microswitches of latch 1. The fse cleaned the oxidation, reassembled the device, and rebooted the system. The tower door was tested multiple times and functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the door failed repeatedly, and the nurses were unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.